Event description:
It was reported that the patient experienced driveline comm fault alarms. It was originally cleared on (B)(6)2022 but it returned around 2am on (B)(6)2022 and cleared again at 8:07 with no return of alarm since. There was no signs of major damage noted in the patient's equipment. It was noted that the patient uses a fanny pack to carry their equipment and has to bend their cables and driveline to fit in it. The log files captured the driveline comm faults on (B)(6)2022 and (B)(6)2022. Motor function was not affected by these events. The driveline comm fault could be related to a compromised wire internal to the driveline. A controller and modular cable exchange was performed and will be returned for evaluation. The controller exchange resolved the driveline fault. The patient is at home and stable. Controller: MFR # 2916596-2022-16212.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarm was confirmed via the log files review. The log files spanned approximately 5 days ((B)(6)2022 to (B)(6)2022 per the timestamp). Driveline comm fault activated on (B)(6)2022 from 03:46 to 10:54 and (B)(6)2022 from 02:55 to 09:09 due to comm b fault. The alarm resolved on its own and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable, lot 8383614, was functionally tested and passed all steps without any issue. The cable was manipulated while connected to a mock circulatory loop and no alarm was reproduced. The cable was retested with the returned controller and functioned as intended. The integrity of the internal wires of the modular cable was tested which passed without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline communication fault. No further information was provided. The manufacturer is closing the file on this event.